Manufacturer narrative:
Product ID neu_unknown_ext, serial# unknown, explanted: 2014 (B)(6); product type extension product ID neu_unknown_lead, lot# unknown, explanted: 2014 (B)(6); product type lead product ID neu_unknown_lead, lot# unknown, explanted: 2014 (B)(6); product type lead product ID neu_unknown_ext, serial# unknown, explanted: 2014 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37081-60, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. Product ID: 3877-45, lot# 0205203302, explanted: (B)(6) 2014, product type: lead. Product ID: 3877-45, lot# 0205015612, explanted: (B)(6) 2014, product type: lead. Product ID: 37081-60, serial# (B)(4), explanted: (B)(6) 2014, product type: extension.

Event description:
It was reported that the patient was having increased pain in their back and also having a pins and needles sensation in their feet but when they turned off their stimulation that sensation subsided. The patient was also feeling burning in their feet. The patient had a CT scan and was told that their degeneration had advanced and they wanted to do an MRI so they had their leads and wires removed on 2014 (B)(6). The patient¿s implantable neurostimulator (ins) was left in and capped in case the patient wanted to use therapy in the future. The symptoms started about 6 months prior to the report and the patient reported no falls or trauma associated with the event. It was further reported that the patient had two extensions and two leads removed at their doctor¿s recommendation because they felt an MRI was needed. The patient¿s pain was from a suspected degenerative disc and nothing to do with the device. The radiologist would not perform the scan due to device labelling. It was noted that nothing was defective.